Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "essure confirmation test conducted - failure to occlude". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy (full) and salpingectomy (bilateral) on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, back pain and fatigue outcome was unknown and the menorrhagia had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, fatigue, menorrhagia and pelvic pain to be related to essure. The reporter commented: discrepancy noted in essure insertion date ((B)(6) 2013 and (B)(6) 2010). Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received reporter¿s and patient¿s information were updated. Essure insertion date updated, and removal date provided. Furthermore, the events pelvic pain, dysmenorrhea, abdominal pain, back pain, menorrhagia, fatigue, and device ineffective were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.